Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003, which indicates that the voltage was too low for the projected longevity. Technical services (ts) reviewed the reports and confirmed premature battery depletion (pbd). Ts suggested replacement within 90 days. The device remains in use. No adverse patient effects were reported.